Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that in (B)(6) 2024, an (B)(6) year-old male patient was admitted to a hospital, and the doctor decided to use our power trialysis for dialysis treatment. The power trialysis was placed in the internal jugular vein, and the dialysis treatment was completed at a later date, and the power trialysis was removed. A few days later, the male patient's condition suddenly worsened, and then died. The autopsy showed signs of air embolism caused by air entering the blood vessels and causing vascular blockage. No other information was provided.